Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the device pumped constantly. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not returned. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to an incorrect adjustment/connection/position of the pump. However, due to the device not being returned, we are unable to confirm the reported event.